Event description:
Patient was draped and incision was red when he asked me to get the smallest serfas available to bring in the room. I brought in a couple of sizes and he chose the 2.5mm size. The surgeon was unsure that it cauterized and asked me to read the instructions out loud from the pamphlet inside the box. After doing so he asked me to open it and I plugged it into the console outlet. The procedure was going on for about five minutes when the surgeon was pushing many of the pedal options. He was asking the scrub how to use it. The system alarmed as the scrub said that the surgeon locked the coagulation, so I went to the console, unplugged and replugged with no error after that. I was sent on my lunch after this and when I came back the scrub told me the alarm went off again because the pedal was again put on lock, which the scrub unplugged and replugged it again. The surgeon took a photo of the burn injury which looked like thick white skin around the incision.